Manufacturer narrative:
The production device history record (DHR) for this iabp unit was not reviewed as the customer could not identify which pump was specifically used in this case. The ICU rn checked the balloon and found a small hole. The customer stated there is no alleged malfunction of the pump.

Event description:
The customer reported, while in use on a patient, on (B)(6) 2017 that the pump alarmed "air loss". The surgeon removed the balloon catheter and replaced it with a new one. Iabp therapy continued. It was reported on may 15 2017 that the patient later died on (B)(6) 2017. The death is not being attributed to the device. A related balloon complaint was opened in (B)(4).